Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Rumi handles broke when they were manipulating to the left & the spring popped. Additional info- the rumi handle was in use, as we were trying to manipulate the uterus to the left, it broke, the spring is not attached to the handle, so it wont manipulate. Follow-up response- was there any significant delay as result of the reported condition? 30 minutes or more? Yes, we had to change the rumi handle out, it took about 30 minutes, we couldn't finish the surgery without it. Was patient on local or general anesthesia? The patient was under general anesthesia. Was there any additional medical attention? No did the physician perform any extra step to complete the procedure/how did physician complete the procedure? Yes, we had to change out the rumi handle, we couldn't finish the procedure without it. 1216677-2022-00111 rumi ii backloadable umh650 e-complaint-(B)(4).

Event description:
Rumi handles broke when they were manipulating to the left & the spring popped. Additional info- the rumi handle was in use, as we were trying to manipulate the uterus to the left, it broke, the spring is not attached to the handle, so it wont manipulate. Follow-up response. Was there any significant delay as result of the reported condition? 30 minutes or more? Yes, we had to change the rumi handle out, it tooks about 30 minutes, we couldn't finish the surgery without it. Was patient on local or general anesthesia? The patient was under general anesthesia. *was there any additional medical attention? No *did the physician perform any extra step to complete the procedure/how did physician complete the procedure? Yes, we had to change out the rumi handle, we couldn't finish the procedure without it. 1216677-2022-00111 rumi ii backloadable umh650 (B)(4).

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-review DHR x-inspect returned samples . *analysis and findings distr. History the complaint product (sn (B)(6)) was manufactured at csi on 02/10/11 under work order (B)(4). Manuf. Record review DHR - 106528 was reviewed and no non-conformity, related to the complaint condition, were noted. The unit was manufactured as a marketing sample with the serial number containing a letter "s" in front of it. Incoming inspect. Review incoming inspection record review not applicable to this product. Serv. Hist. Record this unit was returned on 04/01/14 for broken handle. Product was repaired and shipped back to customer. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions, where the handle broke. Product receipt the complaint unit was returned . Visual eval. Visual examination of the complaint unit revealed a broken handle functional eval. Complaint unit was functionally evaluated and found not to function properly. During investigation, the handle was found to be broken, with the break going through the wire hole on the handle. Root cause based on the historical complaints and prior root cause investigation, it was confirmed from tests that the failures were occurring at a level of force not likely to occur with just the articulation of the handle. Instead, it was apparent that the loads required to break the handle exist when the koh efficient (ke) is not in the proper position on the arm. When the ke is not properly positioned, it can impede in the rotation of the tip drum, introducing an undesired force on the device which can result in a broken plastic handle break. The plastic handle did not undergo a recent design or material change. *correction and/or corrective action based on the investigations performed under CAPA 605, it was determined that no corrective action was necessary to address the failure mode seen under the complaint unit due to a rpn (risk priority number) lower than 200. Umh650 broken handle complaints are tracked and trended for monitoring. The product met the required release specifications per DHR review. No re-training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. Based on the investigations performed under CAPA 605, it was determined that no corrective action was necessary to address the failure mode seen under the complaint unit due to a rpn (risk priority number) lower than 200. Umh650 broken handle complaints are tracked and trended for monitoring.